Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval, the rear response button was defective. The cause for the non-functional response button is intermittent disconnects. The root cause for the intermittent disconnects cannot be positively identified. No adverse event resulted from the defective response button switch. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. Monitor sn (B)(4) had a defective rear response button. The last pt to use this monitor did not report any deficiencies.